Event description:
A malfunction alarm was reported with a code of malf 0. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Technical support provided information on how to reset the pump, assisted the customer with the reset, and instructed the customer to call back if the malfunction code recurred. The customer was advised to continue using the pump and acknowledged understanding the instructions.